Event description:
It was reported that the bd discardit¿ ii syringe leaked liquid past the plunger during use while drawing back air into the device, resulting in discarding blood tests and medication. The following information was provided by the initial reporter: customer indicates that the syringe is leaking on the plunger. So she draws air, the liquid escapes from the plunger. This has also happened with blood (5ml version). There was no patient damage, but various blood tests and medication had to be discarded. This has happened in anesthetics as well as in the anesthesia intensive care unit.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a photo and sample for catalog 300296 lot 1902133 to investigate for this record. Visual examination of the photo and sample identified a leakage through the plunger rod. As a result, bd was able to verify the reported issue. Bd could determine a damage in the plunger lip occurred. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. After the evaluation of the received sample, bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd discardit¿ ii syringe leaked liquid past the plunger during use while drawing back air into the device, resulting in discarding blood tests and medication. The following information was provided by the initial reporter: customer indicates that the syringe is leaking on the plunger. So she draws air, the liquid escapes from the plunger. This has also happened with blood (5ml version). There was no patient damage, but various blood tests and medication had to be discarded. This has happened in anesthetics as well as in the anesthesia intensive care unit.